Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient started seeing halos on (B)(6) 2018 and therefore had the intraocular lens (iol) explanted. The patient was doing well when discharged after the explant. The incision was not enlarged. A vitrectomy was not performed. Sutures were required. The iol is not available for evaluation. There was no treatment or prescription given by the doctor outside of the normal post-operative treatment. The patient has reported to have essential hypercholesterolemia but no allergies. Replacement lens: zcb00 15.5 sn (B)(4). No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device evaluation: the device was not returned for evaluation, therefore, the reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.